Event description:
It was reported to philips that the fluoro footswitch pedal mechanically failed on an integris allura 9c integris allura 9f. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service recommended pedal replacement: the system was returned with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).